Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window. (B)(4).

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose reading was 500 mg/dl. The customer treated with a bolus. The customer declined to troubleshoot for low readings. The customer stated that the black o-rings in the reservoir compartment chipped. The insulin pump will be returned for analysis.